Event description:
It was reported while in the or, the pump began to alarm; fos sensor failure, needs field service and ap trigger not found. The pump made noises sounding like a drum was being played. As a result, the pump was exchanged off the patient. The replacement pump also alarmed and therefore a decision was made to exchange the iab. After the iab was exchanged, "everything was fine." There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.